Manufacturer narrative:
The reported event of the variax foot plate ¿ postoperative breakage could be confirmed. The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surface the appearance of a forced rupture as well as a low cycle fatigue rupture. The fracture surface reveals partially predominant proportions of forced rupture and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. The very long implantation time contributed to the plate's fracture. Indications for material or manufacturing related problems were not found in this investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon used a stryker 5 hole plate for an mtp fusion on (B)(6) 2014. The plate was found to be broken at a center screw hole. The patient was revised with an arthex mtp fusion plate.

Event description:
Surgeon used a stryker 5 hole plate for an mtp fusion on (B)(6) 2014. The plate was found to be broken at a center screw hole. The patient was revised with an arthex mtp fusion plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.